Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: "technical fault 431009 (qo2 sensor defect) and 231013." No patient involvement.